Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the eccentric pin was broken. It was further determined that the pin on the coupling shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a faulty material. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the is device defective. There was no patient involvement, the event occurred before surgery. This report is 1 of 1 for complaint (B)(4).